Manufacturer narrative:
The dentist has not yet send additional information. The dentist has not yet send device back to manufacturer for evaluation. Evaluation results and evaluation report, as well as missing information will be provided in a follow-up report.

Event description:
The reporting dentist has used a sicat surgical guide (sicat optiguide) for preparing an osteotomy (drill hole for accommodating a dental implant) for a dental implants of type astra tech os ev s. He began with the 1.9mm astra ev standard pilot drill and drilled to depth. He then removed the guide, and used the 2.5mm drill non-guided, but followed the pilot drill path. He placed the implant and torqued it down and noticed the angle was off. He said it appeared to be angulated towards #09 by 1mm at least on the coronal. He decided to take a pa to confirm. He then backed the implant out, and placed the guide again with the 1.9mm pilot drill back inside the sleeve and took another pa. He removed the guide and drill and placed bone graft. He feels the graft should heal well in 3 months.

Manufacturer narrative:
After seven further requests to have the device send back, the dentist did not send back the device to the manufacturer for evaluation. The manufacturer did not receive any additional information. A limited evaluation was possible based on production process documentation (final inspection report): the device has been manufactured according to the prescription of the dentist. No deviations could be identified. The cause for the event could not be establsihed.